Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified infection on (B)(6) 2013, experienced unspecified illness on (B)(6) 2013, and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.